Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.

Event description:
Reporter alleged obtaining the results of lo (less than 10 mg/dl), 16 mg/dl and 63 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated he had symptoms of hypoglycemia and ate something. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that the strips were used up, so no product will be returned for evaluation.